Event description:
It was reported that the patient experienced inadequate stimulation despite a reprogramming attempt. It was also reported that when patient turned up the stimulation to the point where she is able to get useful stimulation for pain, it also gets too strong in her leg and then her legs start shaking. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.